Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a power alarm every four hours. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. The pump will not be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test, rewind, prime/seating test and basic occlusion test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. Low battery alarm noted then power error 25 alarm was triggered and noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked retainer, scratched case, fading keypad overlay and minor scratched lcd window.